Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown, omnipod software app version: 1.1.6, smartphone operating system: 18.3, smartphone hardware: iphone14.3, cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 495 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia and vomiting. The patient reports their continues glucose monitor and pod were unable to communicate during wear. Once at the hospital the patient was treated with an insulin drip. The patient was discharged from the hospital the next day.